Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number provided is not a valid number. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips broke when they were being loaded on the applier. Another applier was tried, and the same issue happened.